Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be specified. The event can prevented by following the instructions for use which state: "chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system describes the following warning. -inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. -keep the air/water valve¿s hole covered with your finger. -depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of water leakage was not confirmed. In addition to evaluation in, the bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the elongation of the angle wire. Scratches were on the insertion tube. There were curved rubber scratches. The curved rubber adhesive part was missing. Due to handling, the air and water nozzles were clogged, and the drain function was degraded. Scratches were found on the tip cover. Tip cover was discolored. Objective lens was discolored. The operation part was discolored. Scratches were found on the operation part. There was a scratch on the hardness adjustment ring. Scratches were found on switch button 1. Scratches were found on the switch box. The suction cylinder was scraped. Scratches were on the operation unit cover. There were scratches on the up/down knob. There were scratches on the up/down angle fixing lever. Scratches were found on the right/left knob. Scratches were found on the grip. Scratches were found on the universal cord. Scratches were found on the scope connector. There were scratches on the scope connector cover. There were scratches on the right/left angle fixing knob. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of the customer, the evis lucera elite colonovidescope had water leakage. The unspecified intended procedure was completed using the subject device. A device pre-use check was performed. The device is reprocessed via cleaning and disinfection. There was no report of user or patient harm associated with this event. During incoming inspection, it was determined there was a foreign object in the nozzle. This medwatch is being submitted to capture the reportable malfunction found during evaluation. The customer was able to clean, disinfect and sterilize the subject device prior to requesting repair. It is unknown when the foreign object adhered to the scope. It is unknown whether the endoscope was used for a procedure with the foreign material attached. There was no delay between the end of clinical use and the start of pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brush, or sponge. The air/water nozzle was flushed with a detergent solution.